Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported that the aspiration could not be stopped during several surgeries (more than half of the eyes), even in footswitch position 1. No system message was displayed. The patients´ impact is unknown. Additional information has been requested but not received to date. This report is for the aspiration issues. This is one of two reports being filled for this facility.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics module was replaced as a preventative measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.